Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was air bubbles in the reservoir and insulin not coming out. The blood glucose level was 95 mg/dl. The customer reported that there are some air bubbles and try to push the air bubbles out, got them out and it will not pull out and when trying to plug the insulin out nothing coming out. The troubleshooting was not performed. . The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Unable to pre-fill.